Event description:
New information received indicates that the over-sensed noise had caused inappropriate mode switch episodes.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was over-sensing noise. The lead was capped and replaced on (B)(6) 2025. The patient was discharged with no adverse consequences reported.

Manufacturer narrative:
Further information was requested but not received.